Event description:
Pt reported that cellulitis and suture spitting began the 11th week following left quadraceps tendon repair. Pt was returned to or for removal of sutures. Open sores were then observed which were lanced and treated with IV antibiotics in 2003. The following month pt presented with drainage from open sites. Re-operations were performed days later for wound debridement and suture removal down to the level of the tendon repair. Current status is reported as open wound with healing by secondary intention and antibiotic treatment.